Event description:
It was reported that the patient faced kinked cannula issue events between (B)(6) 2026 to 30 apr 2026. The blood glucose level was high and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.